Event description:
An original total knee arthroplasty was revised on (B)(6) 2020. Subsequent to this on (B)(6) 2024, a re-revision was performed when it was discovered that the stem's threads were broken.